Manufacturer narrative:
Date of event: the exact event date is unknown but it was reported that it occurred the last year (2021). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that after implanting the artificial urinary sphincter (aus), cancer treatment was started for colorectal/gastric cancer. The hospital staff had a hard time while having general anesthesia due to cuff failure, the hospital staff indicated that there was no advance device explanation. As the aus was not deactivated, the patient experienced urinary retention of 800 cc of urine after the procedure. Therefore, a catheter was inserted and the patient had a hard time urinating. After treatment, the aus could be operated without any problem. The hospital will be educated about the need to deactivate the aus before cancer treatment.

Manufacturer narrative:
B3 date of event: the exact event date is unknown but it was reported that it occurred the last year (2021). Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is a known risk associated with artificial urinary sphincters and is noted as such in the device instructions for use. Device history record (DHR): a DHR and ship history review cannot be performed as the lot numbers were not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptom of urinary retention found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that after implanting the artificial urinary sphincter (aus), cancer treatment was started for colorectal/gastric cancer. The hospital staff had a hard time while having general anesthesia due to cuff failure, the hospital staff indicated that there was no advance device explanation. As the aus was not deactivated, the patient experienced urinary retention of 800 cc of urine after the procedure. Therefore, a catheter was inserted and the patient had a hard time urinating. After treatment, the aus could be operated without any problem. The hospital will be educated about the need to deactivate the aus before cancer treatment.